Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(4) had a "patient side occlusion" alarms during basic infusion test on lvp8100 sn (B)(4).. He verified there was no occlusion in the line.. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I recommended (B)(4) to replace patient side pressure sensor. I offered him to run analog sensor test together to confirm if the pressure sensor was defective. He said he know how to do analog sensor test. He will do it himself. If he still have problem, he will call me back.